Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker migrated out of its original position. The patient felt uncomfortable when laying down as the device moved. The patient requested to move the device and the physician made a new pocket medial to the original. The pacemaker remains in service. No additional adverse patient effects were reported.